Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 626-00-42e, lot # 36502301, description: modular dual mobility insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "mdm liner disassociated from shell. During procedure to remove mdm liner, the patient was diagnosed with an infection of the hip. All components removed. Antibiotic spacer placed."